Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure the right ventricular (rv) lead was unable to traverse the tricuspid valve. The physician believed it was damaged. A new lead was implanted. Patient was in stable condition after the procedure and there were no patient symptoms or consequences.